Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarm or battery power loss alarm noted during testing. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with corroded battery tube, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer blood glucose reading was 169 mg/dl. Troubleshoot was performed. The type of the battery that was used for the insulin pump was circle k alkaline, the battery was used previously.customer stated the alarmed occurred at 10:00 am and the battery was replace at 7:00 am. Customer was advised to use fully charged or brand new battery to see better result. Customer stated there was no physical damage on the insulin pump. Customer stated second occurrence of replace battery now in less than 10 hours after low battery warning.insulin pump will be returning for analysis.